Event description:
Pt had two vessel coronary bypass surgery on 7/2/99, and left the operating room in a stable condition. On 7/3/99 the pt experienced nausea, his eyes rolled back, brady rhythm and was pulseless. There was considerable bleeding from the chest tubes. Cardiopulmonary resuscitation was performed and he was rushed to the or to stop the bleeding. Upon opening the chest, there was massive clotting on the right side of the heart around the right atrium. The purse string suture in that area was broken, though the knots were intact. The repair of the right atrial cannulation site and evacuation of the hematoma was successful. Pt had a relatively uncomplicated post-operative recovery, and was discharged home in a satisifactory condition.